Manufacturer narrative:
Follow-up received on 15-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during performing a bilateral salpingectomy to remove the device, it was noticed that essure had perforated her fallopian tube. Fallopian tube perforation is anticipated in the reference safety information for essure and may occur mostly during insertion/removal procedures. In this particular case, the exact date and the mechanism of perforation are not known. However, given the nature of event, a causal relationship with essure cannot be excluded (related). This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/sticking out of fallopian tube/perforation (fallopian tube(s)") and device dislocation ("sticking out of fallopian tube/migration of essure device location of device") in a 32-year-old female patient who had essure (batch no. 810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain, weight loss and kidney stones. Previously administered products included for an unreported indication: depo provera, ibuprofen and asa. Past adverse reactions to the above products included hypersensitivity with asa and ibuprofen. Concurrent conditions included body mass index normal, vomiting, diarrhea, stomach virus, tremor limb, body numbness and sulfonamide allergy. Concomitant products included oxycocet (percocet), oxycodone and phenobarbital. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("severe abnormal pelvic pain/pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge and infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced procedural pain ("painful surgery / bilateral salpingectomy surgery to be very painful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal discharge and infection"), migraine ("migraines"), scar ("permanent scars"), menstrual disorder ("abnormal menstruation"), headache ("headaches"), nausea ("nausea") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy) .essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, fatigue, vaginal haemorrhage, urinary tract infection, weight increased and weight decreased had resolved, the device dislocation, abdominal pain lower, abdominal pain, dyspareunia, vaginal infection, procedural pain, scar, menstrual disorder, nausea and cystitis outcome was unknown, the migraine was resolving and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(6) 2012, hysterosalpingogram revealed essure device are in satisfactory position. Both fallopian tubes are occluded. On (B)(6) 2012, intraoperative findings: revealed a perforation of the fallopian tube on the left side. The perforation was through the myometrium of the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received: outcome of event migraine was updated . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for birth control. In the summer of 2011, she underwent an hsg (hysterosalpingogram) test. Over the following weeks and months after the implant, the plaintiff began experiencing severe, abnormal menstruation pain; prolonged and abnormal menstruation; severe, abnormal lower abdominal and pelvic pain; severe abdominal cramping; pain during intercourse; vaginal discharge and infection; fatigue; and migraines. In the years following her implant procedure, she reported these symptoms to her physician. In (B)(6) 2012, she consulted with physician about her treatment options for her symptoms and bilateral salpingectomy was recommended. On (B)(6) 2012, upon information and belief, she underwent a bilateral salpingectomy to remove her fallopian tubes and the essure devices; the surgery was painful and left her with permanent scars. During the procedure, the physician discovered that the essure device had perforated her fallopian tube. The plaintiff found the bilateral salpingectomy surgery was very painful, and it took several weeks for her to recover following the surgery. Most of her symptoms have resolved since the bilateral salpingectomy, others remain. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during performing a bilateral salpingectomy to remove the device, it was noticed that essure had perforated her fallopian tube. Fallopian tube perforation is anticipated in the reference safety information for essure and may occur mostly during insertion/removal procedures. In this particular case, the exact date and the mechanism of perforation are not known. However, given the nature of event, a causal relationship with essure cannot be excluded (related). This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/sticking out of fallopian tube/perforation (fallopian tube(s)") in a 32-year-old female patient who had essure (batch no. 810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device adhesion issue "sticking out of fallopian tube". The patient's past medical history included weight gain and weight loss. Previously administered products included for an unreported indication: depo provera, ibuprofen and asa. Past adverse reactions to the above products included hypersensitivity with asa and ibuprofen. Concurrent conditions included body mass index normal, vomiting, diarrhea, stomach virus, tremor limb, body numbness and sulfonamide allergy. In march 2011, the patient had essure inserted. On (B)(4)2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"). On (B)(4) 2011, the patient experienced pelvic pain ("severe abnormal pelvic pain/pain") and fatigue ("fatigue"). On (B)(4)2011, the patient experienced menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge and infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(4)2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(4)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(4)2012, the patient experienced procedural pain ("painful surgery / bilateral salpingectomy surgery to be very painful"). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal discharge and infection"), migraine ("migraines"), scar ("permanent scars"), menstrual disorder ("abnormal menstruation"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(4)2012. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, fatigue, vaginal haemorrhage, urinary tract infection, weight increased and weight decreased had resolved, the abdominal pain lower, abdominal pain, dyspareunia, vaginal infection, procedural pain, scar, menstrual disorder and nausea outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(4)2012, hysterosalpingogram revealed essure device are in satisfactory position. Both fallopian tubes are occluded. On (B)(4)2012, intraoperative findings: revealed a perforation of the fallopian tube on the left side. The perforation was through the myometrium of the uterine fundus. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4)2018: lot number added. New events added- abnormal bleeding (vaginal, menorrhagia), urinary tract infection, headaches, weight gain/loss, nausea and sticking out of fallopian tube. Lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/sticking out of fallopian tube/perforation (fallopian tube(s)") and device dislocation ("sticking out of fallopian tube") in a 32-year-old female patient who had essure (batch no. 810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain and weight loss. Previously administered products included for an unreported indication: depo provera, ibuprofen and asa. Past adverse reactions to the above products included hypersensitivity with asa and ibuprofen. Concurrent conditions included body mass index normal, vomiting, diarrhea, stomach virus, tremor limb, body numbness and sulfonamide allergy. In march 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"). On 1-sep-2011, the patient experienced pelvic pain ("severe abnormal pelvic pain/pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge and infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced procedural pain ("painful surgery / bilateral salpingectomy surgery to be very painful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal discharge and infection"), migraine ("migraines"), scar ("permanent scars"), menstrual disorder ("abnormal menstruation"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, fatigue, vaginal haemorrhage, urinary tract infection, weight increased and weight decreased had resolved, the device dislocation, abdominal pain lower, abdominal pain, dyspareunia, vaginal infection, procedural pain, scar, menstrual disorder and nausea outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on an unknown date: negative. On 01-oct-2012, hysterosalpingogram revealed essure device are in satisfactory position. Both fallopian tubes are occluded. On 12-nov-2012, intraoperative findings: revealed a perforation of the fallopian tube on the left side. The perforation was through the myometrium of the uterine fundus. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-apr-2018: following company internal coding review, the reported event "sticking out of fallopian tube" was recoded to the meddra llt: device dislocation. The event was upgraded to incidente, narrative amended. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/sticking out of fallopian tube/perforation (fallopian tube(s)") and device dislocation ("sticking out of fallopian tube/migration of essure device location of device") in a 32-year-old female patient who had essure (batch no. 810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain, weight loss and kidney stones. Previously administered products included for an unreported indication: depo provera, ibuprofen and asa. Past adverse reactions to the above products included hypersensitivity with asa and ibuprofen. Concurrent conditions included body mass index normal, vomiting, diarrhea, stomach virus, tremor limb, body numbness and sulfonamide allergy. Concomitant products included oxycocet (percocet), oxycodone and phenobarbital. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced pelvic pain ("severe abnormal pelvic pain/pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge and infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced procedural pain ("painful surgery / bilateral salpingectomy surgery to be very painful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal discharge and infection"), migraine ("migraines"), scar ("permanent scars"), menstrual disorder ("abnormal menstruation"), headache ("headaches"), nausea ("nausea") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy) and essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, fatigue, vaginal haemorrhage, urinary tract infection, weight increased and weight decreased had resolved, the device dislocation, abdominal pain lower, abdominal pain, dyspareunia, vaginal infection, procedural pain, scar, menstrual disorder, nausea and cystitis outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(6) 2012, hysterosalpingogram revealed essure device are in satisfactory position. Both fallopian tubes are occluded. On (B)(6) 2012, intraoperative findings: revealed a perforation of the fallopian tube on the left side. The perforation was through the myometrium of the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/sticking out of fallopian tube/perforation (fallopian tube(s)") and device dislocation ("sticking out of fallopian tube/migration of essure device location of device") in a 32-year-old female patient who had essure (batch no. 810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain, weight loss and kidney stones. Previously administered products included for an unreported indication: depo provera, ibuprofen and asa. Past adverse reactions to the above products included hypersensitivity with asa and ibuprofen. Concurrent conditions included body mass index normal, vomiting, diarrhea, stomach virus, tremor limb, body numbness and sulfonamide allergy. Concomitant products included oxycocet (percocet), oxycodone and phenobarbital. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("severe abnormal pelvic pain/pain") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge and infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced procedural pain ("painful surgery / bilateral salpingectomy surgery to be very painful"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal discharge and infection"), migraine ("migraines"), scar ("permanent scars"), menstrual disorder ("abnormal menstruation"), headache ("headaches"), nausea ("nausea") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, fatigue, vaginal haemorrhage, urinary tract infection, weight increased and weight decreased had resolved, the device dislocation, abdominal pain lower, abdominal pain, dyspareunia, vaginal infection, procedural pain, scar, menstrual disorder, nausea and cystitis outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(6) 2012, hysterosalpingogram revealed essure device are in satisfactory position. Both fallopian tubes are occluded. On (B)(6) 2012, intraoperative findings: revealed a perforation of the fallopian tube on the left side. The perforation was through the myometrium of the uterine fundus. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event bladder infection was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.